Event description:
An endurant aui stent graft system was implanted in a pt for the endovascular treatment of a fusiform 5.9 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck was severely angulated 76 degrees, 17 mm in diameter and 27 mm in length. In the right iliac artery, there was 70 percent stenosis and the left iliac artery had moderate tortuosity with 40 percent stenosis. The endurant aui stent graft system was inserted in the pt from the right side and a talent 14 mm occluder was used on the left side. The final angiogram revealed a slight late blushing type IV endoleak. The investigator assessment was not reported. No intervention was or has been performed and the decision was made to evaluate monitor the pt. No additional clinical sequelae were reported, and the pt is fine. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Results: endoleak.